Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 4 air bubbles were present along the tubing length. The site was site was sore or irritated. The customer received several motor error and no delivery alarms. Customer's blood glucose level went up to 400 mg/dl. The customer was able to rewind the insulin pump. The customer treated their blood glucose levels with the insulin pump. The no delivery alarm was resolved with an infusion set and reservoir change. The insulin pump will be returned.